Manufacturer narrative:
Per review of the system by the field service representative, it was determined that the root cause of the incident was user induced. After reviewing the computer logs, it was noticed the customer was not completing qa calibrations prior to newly intiated protocols. The site was informed qa calibration scans are required to calibrate the system for use. This information is provided during training, as well as referenced in the IFU. As the patient was given additional unintended radiation, this report is being filed. It is estimated, based on worst case protocol used, that the patient received a total dose of 0.04 gy. No additional patient information has been received to date. A follow up medical device report will be submitted if any supplementary patient information becomes available.

Event description:
Per the customer, a patient was scanned and there were artificats in the image. The patient was transferred to radiology to complete the study.